Event description:
Caller (patient's son and physician) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.7, 5.3, 5.0, 4.8. Patient's therapeutic range: 2.5-3.5 inr. Caller noted that patient was just put on an antiarrythmic medication, so they did expect patient's inr to increase significantly.

Manufacturer narrative:
Investigation pending.